Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing of noise leading to pacing inhibition on the right ventricular (rv) channel. It was also noted that there was oversensing of noise on the shock channel, left ventricular (lv) and right atrial (ra) channels. Electromagnetic interference (emi) has been ruled out as a cause. Boston scientific technical services (ts) was contacted and suggested obtaining an x-ray to assess the cardiac resynchronization therapy defibrillator (crt-d) and leads. Non-invasive programmed stimulation (nips) was performed where defibrillation threshold (dft) testing was not successful. The device sensitivity was changed to 0.8 in the rv. The system remains in service and no additional adverse patient effects were reported.

Event description:
Additional information was received that the physician ruled out electromagnetic interference (emi) as the cause of the noise. The patient was brought into the office. During the interrogation no noise was seen during isometrics or pocket stimulation. The physician scheduled the patient for a revision procedure where he will evaluate the leads and device. At this time the cardiac resynchronization therapy defibrillator (crt-d) and leads remain in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that a revision procedure was performed where the crt-d was explanted and replaced. All leads remained in service with the new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Microscopic inspection confirmed marks in the header ports indicating the leads were fully inserted into the header. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. No noise was created during testing. Analysis did not identify any device issues that would have caused or contributed to the observed noise and oversensing exhibited on all three channels.

Event description:
Additional information was received that small and non-physiologic noise continues to intermittently be seen on all three channels the noise is oversensed and leads to pacing inhibition, but no asystole greater than two seconds. The patient states that he feels dizzy at times. It is thought that the noise is due to external electromagnetic interference (emi), however they have been unable to figure out the source of the emi. The patient was sent an extensive list of emi sources and to see if he interacts with any of them. The patient would also take note of what he is doing if he ever feels dizzy to possibly correlate with noise in future checks. The system remains in service and no additional adverse patient effects were reported. Further review of the previous reported information found that non-invasive programmed stimulation (nips) was performed where defibrillation threshold (dft) testing was successful and noise was not able to be created. The device sensitivity was changed to 0.8 in the rv.